Event description:
Consumer complaint of blood result reading of "hi". Normal range is unknown. Customer stores the strips in her bedroom. Last 5 results in memory were: hi, on (B)(6) 2015 at 8:36pm, hi, on (B)(6) 2015 at 8:19 pm, hi, on (B)(6) 2015 at 8:14 pm hi, on (B)(6) 2015, hi, on (B)(6) 2015 at 1:10pm. Ran back to back blood test, hi and hi. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).